Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter regarding a system error 2240 alarm that appeared on the homechoice (hc) display during the therapy. The patient ended therapy. No consequences were reported for the patient apart from therapy interruption.